Event description:
It was reported that the bladder of two (2) large volume infusors ruptured. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from july 29, 2021 - august 4, 2021. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs was performed which observed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.